Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of receiving no delivery alarms after reservoir changes. Customers' blood glucose was 478 mg/dl, which was treated with manual injection. Troubleshooting was performed for no delivery, and it was found that cannula was bent. Customer declined troubleshooting for high blood glucose.